Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system that was involved in an infection issue. Reportedly, the patient came to the hospital after having a seizure that was felt to be due to having a staphylococcus infection that was confirmed via blood cultures. There were no additional adverse patient effects reported. The rv lead remains in service.